Event description:
It was reported to boston scientific corporation that an upsylon y-mesh kit was used on a sacrocolpopexy procedure on (B)(6) 2014. According to the complainant, during the procedure, when the physician was tacking the mesh to the sacral promontory using the prothe device, the mesh tore under tension at the sacral portion but it did not tear into two pieces. Prior to implantation, a part of the mesh was trimmed by the physician. She used the trimmed piece to suture the torn mesh. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.